Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The cpu needs to be replaced. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system stalls, locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.